Manufacturer narrative:
E3-non-health care professional; e2-no. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that there was no image due to detachment of cable unit. There was no patient involvement.